Event description:
Reference number (B)(4). Event occured in the united states. It was reported that, the patient faced infusion set's tubing detachment event on (B)(6) 2025. Detachment was from connector. Infusion set was in use for four hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008733, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008733 was manufactured according to the work instruction (wi) version 2 and manufactured in the line inset 30 on 19/aug/2024, with a total of (B)(4) units. Glue tubing device history record (DHR) review: the lot 4h01667 was manufactured according to the wi version 29 manufactured in the machine li 3010, on 19/aug/2024, with a total of (B)(4) units. The lot 4h01665 was manufactured according to the wi version 29 manufactured in the machine li 3010, on 14/aug/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No non-conformance (nc) raised during production related to complaint code, no thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.